Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had an overdose during the first refill. There has been no drug or saline in the pump for approximately 4 to 5 months. Additional information has been requested, but was not available as of the date of this report.